Event description:
The customer observed falsely elevated alinity I total psa results. The following results were provided: specimen (1) (B)(6) 2025 , sid (B)(6), (lot 73155fz00) initial result 5.397 ng/ml, repeated (lot 72104fz00) 3.989 ng/ml, no impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p92 that has a similar product distributed in the us, list number 7p92-21 / 31, with 510k/PMA/bla number p910007.

Event description:
The customer observed falsely elevated alinity I total psa results. The following results were provided: specimen (1) (B)(6) 2025 sid (B)(6) (lot 73155fz00) initial result 5.397 ng/ml, repeated (lot 72104fz00) 3.989 ng/ml, no impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
Investigation into the issue has identified performance shifts could occur with specific lots of alinity I total psa reagent kit, list number 07p92, including lot 73155fz00. A field action has been issued and the impacted lots are not distributed in the us. No further information will be submitted. Additional information in d10 concomitant product.